Manufacturer narrative:
If implanted, give date: (B)(6) 2009. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the filter fractured. A greenfield filter was placed. At an unknown time later, the patient started experiencing sharp pains in her pack and shooting pains in her legs. Imaging revealed that the ivc filter is broken with a posterior strut appearing to be outside the wall of the ivc; however, this was found as an incidental finding. It is the physician's opinion that it is not believed to be the cause of the patient's back pain/symptoms. The patient is currently being considered for removal of the ivs as a precautionary stent to prevent migration of the filter. There is no indication that the filter has migrated from the implant location.